Manufacturer narrative:
The reported event of impedance problem was not confirmed. As received, a complete lead was returned in two pieces. Final analysis found the outer coil to be severely compressed consistent with procedural damage. All damage noted to the returned lead portions were consistent with procedural damage. No other anomalies were found.

Manufacturer narrative:
Further information was requested but yet not received.

Event description:
Related manufacturer reference number: 2017865-2021-36269. It was reported that the patient's leads exhibited out of range impedance. Both leads were explanted. The patient was stable.